Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition that resulted in greater than 2 seconds of asystole. It was also reported that the atrial lead had displaced and was occasionally pacing in the ventricle. On review, the patient had no recollection of any activity recorded on the day the episodes occurred. Provocation test was performed with negative result. Available information indicates that all measurements were stable and in within normal range measurements. The tachy device was reprogrammed to vvi mode. Attempts to obtain additional information were unsuccessful. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the crt-d was verified to be at end of life and to have properly passed labeled longevity calculations. Visual inspected noted the header of the crt-d was loose but no separated from the device case. The crt-d was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis determined the loose header likely caused the reported clinical observations. This device is included in the subpectoral implant advisory population.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced over two years after the reported clinical observations with no further allegations made against it in relation to this event.

Manufacturer narrative:
Additional analysis was performed by our post market quality assurance laboratory on this cardiac resynchronization therapy defibrillator (crt-d). Visual inspection noted that the header was loose but not separated from the crt-d case. The medical adhesive around the feed through was still intact and there was no evidence of body fluid under the header. The rv seal plug was intact and seal ring marks in the device rv port indicated the rv lead had been fully inserted into the header port. The crt-d was put through and passed a series of automated diagnostic testing that verified the performance of the defibrillation, pacing, sensing, and recording functions. Analysis was not able to confirm the allegations made against the crt-d in the field. There was no evidence that the loose header contributed to the clinical observations. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.